Event description:
On (B)(6) 2012, the lay-user/patient contacted animas (anm) and reported a low blood glucose (bg) event. The patient admitted that on (B)(6) 2012, he primed 7.2 units while attached. After falling asleep and losing consciousness, the patient awoke 2 hours later with paramedics treating him with IV glucose. The patient's mother had reportedly called 911. The paramedics informed the patient that his bg level had dropped to "14 mg/dl." The patient was reportedly ok after receiving the medical treatment. He refused to go to a hospital. The patient had initially contacted anm on (B)(6) 2012, and reported the low bg event. However, at that time the patient reported a loss of prime issue in addition to the low bg event. The patient did not admit to priming while attached until he called anm back on (B)(6) 2012. The anm representative involved in this contact informed the patient of the importance of disconnecting at the skin site before priming. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that he lost conscious and received IV glucose treatment. However, the patient's injury can be attributed to use-error considering he primed while attached and then suffered the low bg episode 2 hours later. There is no evidence that a pump malfunction contributed to the patient's injury.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 01/30/2015 with the following findings: unable to duplicate the complaint, information for the complaint is overwritten.. The black box begins on (B)(6) 2014. The black box and pump history for the event on (B)(6) 2012 has been overwritten. A rewind, load and prime sequence was performed successfully. Pump correctly displays message "disconnect infusion set from your body" on the rewind screen and ¿be sure set is disconnected from your body then select continue" on the prime screen. Review of the available black box and alarm history shows no alarms or warnings associated with the complaint. The tdd¿s add up correctly and reflect the user programmed basal rate. Pump passed a delivery accuracy test and was found to be operating within required range and delivering accurately. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.